Manufacturer narrative:
(B)(6).

Event description:
It was reported that a cadd® cadd®-solis vip ambulatory infusion pump alarmed and malfunctioned overnight. When patient attended ward, battery was changed and pump restarted. Patient then attended ambulatory care in morning with the same alarming screen that no one had seen before (red with numbers flashing). No patient injury.

Manufacturer narrative:
One cadd vip pump was returned for analysis in used condition. Use testing was performed. The customer complaint was confirmed. The pump shows lec 46822. Service will replace the main board. The problem source is the main board.